Event description:
.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure with the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) (B)(4) noise on the chronic right ventricular (rv) lead was detected. It was reported that the terminal pin was seen beyond the connector block. Pacing impedances greater than 2000 ohms but normal shock impedances were also observed. Pacing system analyzer measurements with manipulation recorded 500-600 ohms. The physician stated that setscrews were screwed and unscrewed several times and then believed that the setscrews might have been cross-threaded and requested a new device. Technical services discussed setscrews and header design. A different cardiac resynchronization therapy defibrillator (crt-d), (B)(4) was implanted with mineral oil application to make sure the rv lead was seated, however, greater than 2000 ohms and noise were recorded again. Pin connections were rechecked and still noise was present. Technical services discussed troubleshooting. After additional mineral oil was used the noise and high pacing impedances resolved. Other lead connections were confirmed appropriate. It was concluded that the physician had not advanced the connector pin into the header post the connector block with the implanted device. The chronic lead remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed and the field allegations could not be confirmed. Initial investigation: no field allegations against this device. Device never triggered replacement indicator while implanted. Device passed returned product test. Conclusion: device met all specifications tested. Device forwarded to archive. Reopened and linked to pi per ppa request - (B)(4) - forward to (B)(4) for further analysis. Entered by: (B)(4). Analysis results: device was returned after attempted implant due to high impedance on the rv channel. Background: procedure date: (B)(6) 2011. Noise on the rv lead and have connected and re-connected several times. New can?? Tried new can, did try mineral oil to make sure lead was seated. Same thing >2k and noise on rv. Trying (B)(4) again. Measurements were fine with (B)(4). Rechecking pin connections into (B)(4), still noisy egm. Discussed is-1 sealing rings possibly swollen from body fluids, will try more mineral oil. Signals and rv impedance fine after using mineral oil. Checked other leads and connections, there are all fine. Implanting (B)(4). Returning (B)(4). Microscopic visual inspection found no irregularities. Device was pg_rp2 tested and passed all tests prior to getting this device for...